Event description:
A medwatch report was received with the following event description: pt in code situation. Defibrillator took depression of charge button twice in order to deliver 360 joule. The reporter later explained that on each of four attempts to charge the defibrilator to 360 joules, the operator had to press the charge button twice before the device would charge. Each time the device was charged, energy was successfully delivered to the pt. The reporter also explained there were no adverse affects to the pt related to the reported problem.